Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by to olympus that after a microbiological routine control by the hygiene microbiological investigation (hmi) which was requested by the french regulation, an unexpected contamination was found on the evis exera iii colonovideoscope. The device was left for olympus french subsidiary for further investigation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Additional details were received, please see updates to b3, and b6. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the follow was noted: precleaning: performed suctioning and flushing. Detergent: alkazyme manual cleaning: brush: not noted. Detergent: ddn9. Manual disinfectant: not performed. Automatic endoscopic reprocessor (aer): wassenburg. Detergent: endohigh. Disinfectant: endohigh paa. Storage: storing horizontally. Maintenance is performed by olympus. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section rubber glue was scratched however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.